Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had high, out of range impedance on the atrial channel. The patient was asymptomatic. The physician explanted and replaced the pacemaker. The patient was stable throughout.